Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "after the catheter inserted into the patient, the balloon had not inflate completely. After removal, it was found that the balloon was leaking. The product was not replaced; the patient was subsequently transferred to another hospital for further treatment". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "after the catheter inserted into the patient, the balloon had not inflate completely. After removal, it was found that the balloon was leaking. The product was not replaced; the patient was subsequently transferred to another hospital for further treatment". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon was leaking" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.